Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the clip applier instrument associated with this complaint and completed investigations. The instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a .023¿ offset the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additionally, the clip applier instrument failed the clip test due to misapplication of the clip. The instrument passes engagement and able to retain clip through engagement but cannot apply the clip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip got stuck in the clip applier instrument multiple times. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: when the doctor went to clip the appropriate sized vessel on a gallbladder, the green hem-o-lock clip would not engage and stuck together. This was tried a few times. The customer retrieved another clip applier instrument and used that one without any issue.